Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with diabetic ketoacidosis. The customer stated has issues with battery life, loose battery cap and will have now power, the pump is loud when rewinding and at times the pump will not alert him. The customer declined troubleshooting with the helpline. It is unknown if the customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.